Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported diagnostic/troubleshooting performed was an impedance check that showed normal impedance ranges. Reprogramming was performed as an action/intervention. The cause of the shocking/zapping was not determined. The shocking/zapping had resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and cervical radiculopathy. It was reported that there was a change in therapy. The patient was experiencing shocking and that she adjusts the stimulation down when it happens, however the zapping still occurs. The patient has adaptive stimulation. The shocking occurs when she is sitting down and repositions herself and also when she is lying down. The patient had not experienced any trauma, falls, or electromagnetic interference related to the issue. However, it was noted that the patient was having an upcoming surgical procedure so she had x-rays, an EKG, bloodwork, and lumbar shots. The patient is scheduling an appointment to have the device checked. This started occurring in 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study regarding the patient with an ins. The clinical diagnosis included uncomfortable jolting sensation when repositioning. A device diagnosis was not applicable. Reprogramming was performed on the lumbar spinal cord stimulator on (B)(6) 2017. The patient reported on (B)(6) 2017 that the stimulation was not going all the way down to her foot. The patient was also not getting "quite as big of a jolt when repositioning". She said it had been better since reprogramming. She set it to "c" rather than "b", and had not adjusted it since. The event resolved without sequelae on (B)(6) 2017. The event was possibly related to the device or therapy (specifically reprogramming) and was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the clinical diagnosis was an uncomfortable jolting sensation when the patient repositioned her body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.